Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button is difficult to press and requires pressing the wake button multiple times to function. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. A correction bolus was delivered to address bg. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.